Event description:
Anesthesiologist in operating room encountered problem with symbiq infusion pump. Pump distal occlusion could not be cleared despite 2 people troubleshooting. Only IV fluids via this pump, however other pumps had vasopressors infusing which cannot be stopped to troubleshoot. The only way to fix the pump message in this case was to turn it off completely and reprogram the infusion information. Physician was able to fix the pump in around 3 minutes with no further issues during the remaining 2 hours of the case, so I did not remove it from service. Doctor has not talked to the company representative about this issue. These types of pump failures are not uncommon in the physician's experience. The alarms are difficult to clear and resolve. Only when it's a life threatening IV drip or critical patient is this an issue. Intensive care unit/cardiac operating room are critical applications. Our facility has also experienced problems regarding air bubbles that accumulate when pumps sit for 1-4 days. We program our cardiac poles with an expiration of 4 days, on days when no cases use these poles. All the pre-anesthesia staff is diligent about clearing lines and tapping tubes to remove air. The drug libraries are very useful for labeling what is infusing and giving ranges of dosing. The physician has experienced hassle in clearing alarms for air, proximal or distal occlusions. The alarms get louder and louder the longer you take to fix them, and eventually the pump gives a code violation for pump failure and pump must be tagged and removed for service. This is unacceptable with a cardiac operating room patient on 6 or more drips at a time.